Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had their ins done in (B)(6) in 2015, then moved to (B)(6) in (B)(6) 2017 and got a new pain management doctor at that time. Patient said the device ran out of power, as the 9-year battery life "was up" a couple years ago. Patient had tried to work with hcp's office to find someone to take the device out and/or put a new ins in, but they hit roadblocks at least 8 times trying to find a professional surgeon to do that. Patient lived in (B)(6) and divulged that they had a fear of driving in (B)(6), so they did not want to go to (B)(6) if at all possible. Patient kept getting referred to different clinics, and when they called the clinics to verify if they perform surgeries that involved removal of the implant, the clinics said no and would only do that type of procedure if they had been the implanting surgeon. Patient stated they were in desperation because it hurt every time they bent over, due to their prior surgeon implanting the ins in their abdominal area. Agent asked, patient said the pain started soon after the device was implanted (confirmed sometime in 2015) and they'd complained about it off and on to hcp throughout their course of living in (B)(6). Agent reviewed information, including role of reps and hcps, and offered to send physician contact info via email (and physical mail, per patient request - sometimes information got lost in their inbox). Agent additionally sent email to local reps in the patient's area for visibility and further assistance; patient had interest in getting a new implant to replace the current one. Agent reviewed with patient to see if they can get a hold of any local doctors on the physician list and give it a couple days to see if any reps reach out directly. Agent did not guarantee rep response; explained they may required hcp permission to work with the patient; instructed patient to follow back up with pats if they require further assistance.